Manufacturer narrative:
The device was received with operating currents within specification and passed self-test. However, the device alarmed pump error 38 during rewind due to jammed motor gear box. We were unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. The device was received with minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump motor is louder than normal and the pump has alarms in the pump history. Customer's blood glucose was 129mg/dl at the time of incident. The pump passed the displacement and the self test, but due to the loud motor, the customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.